Event description:
1. Please clarify if there was surgical delay. No delay reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Question: 1. What was the tibial slope at primary? Did the surgeon ensure that the posterior slope was not too big (approx. 3 degrees)? Answer: "we used a primary cr cementless femur, we always set the slope to 5 degrees from the start. Unable to comment regarding additional slope being added, nothing was mentioned at the time about adding more slope. This patient was a bilateral case and we have no issues with the opposite side and the same instruments were used."

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision and removal of a attune cementless rp size 6 tray and revision of poly to a cemented fixed bearing tray and fb insert. Revision was done due to another episode of bearing spin out. Patients primary operation was done by surgeon at sportsmed on the (B)(6) 2021. She had returned to alice springs (where she resides) and experienced a bearing spin out and returned to adelaide. Revision of attune poly and a increase in poly thickness occurred on the (B)(6) 2021 with the same surgeon at the same hospital. Physio was requested after the patient had been in a fixed splint for light movement and as the movement was applied by the physio, the bearing spun out again. Left side .